Manufacturer narrative:
Physician reported the infection to trice medical on (B)(6) 2021; procedure was performed on the patient one week prior, on (B)(6) 2021. Physician reported to trice medical during discussion on (B)(6) 2021 that he did not expect that the trice mi-eye 2 was the cause of the infection. He stated that he typically has 1-2 patients per year present with infection post injection procedure. Until this incident, none of those infections occurred when performing injections using the mi-eye 2. The physician had already discarded the device used because it was a week after the procedure when he was made aware of the infection.

Event description:
Patient presented with local infection near the procedure site. Patient procedure included a mi-eye 2 camera as well as skin preparation materials, gel-one, and steroid injection through luer port of mi-eye 2. Physician described that the patient required surgery to clean the infection site and required a course of antibiotics to be administered in the hospital. The physician described that he used typical skin preparation procedures to clean the procedure site prior to insertion of the trice mi-eye 2 camera enabled probe.